Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio: 5.2, 3.8. Pt's therapeutic range: 2.0-3.0 inr. On (B)(6) 2011, pt's doctor took him off warfarin due to inratio results.